Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak occurred during priming with polyflux 140h due to a crack on housing between a port and header. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection of the actual sample, the product was observed to be contaminated with blood and required disinfection. Functional leak testing of the dialysate side was performed, and a leak was observed from a crack in the header cap welding seam. A nonconformance was previously opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was determined to be related to the manufacturing welding process. Should additional relevant information become available, a supplemental report will be submitted.